Manufacturer narrative:
Pump was received with unresponsive all the buttons due to keypad connector (j6) on lcd board unlocked. No moisture damage on keypad traces noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device¿s buttons are unresponsive and the scroll bar is not moving. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.